Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the devices showed leakage in the part of the screw that connects to the diet. The material had to be replaced several times. The customer reported that the leaks occurred during the preparation of the material and in some cases during the use of the material, but could not tell how many devices actually leaked and which and how many patients were involved. No patient injury was reported.